Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device took an exceptionally long time to charge when the 30 joule self test was performed. The complainant indicated that there was no pt involvement in the reported malfunction.